Event description:
Customer stated that she tested her family member one hour after eating and got a hi reading (>600 mg/dl) on the elite meter. She then gave her 4 units of insulin. After waiting 20 to 30 minutes, a different meter read 30 mg/dl. Her family member was showing signs of hypoglycemia, so she gave her some juice. Another test then gave a result of 100 and something. She believes the hi reading was in error.